Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical and surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event; the reporter stated the physician had difficulty pulling out the valve system and noted bleeding around the sheath and there was a split in the tavr procedure sheath. The manta instructions for use lists special patient population: the safety and effectiveness of the manta device has not been established in the following patient populations; patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The manta instructions for use lists precautions that include in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events are also listed that include local trauma to the femoral or iliac artery wall, such as dissection.

Event description:
The patient underwent transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's artery measured 8.0 mm in diameter with minor calcification present (<50% calcification). Femoral access was achieved under ultrasound guidance using a micro-puncture kit. Deployment depth for manta 18f vascular closure device (manta) was measured at 4.5 cm + 1.0 cm. The tavr sheath used was a 16f esheath. The reporter stated the physician had difficulty pulling out the valve system and noted bleeding around the sheath and there was a split in the tavr procedure sheath. The manta was deployed at the closure site resulting in partial hemostasis. Manual compression was held at the closure site without resolution. An 8.0 mm balloon was inflated at the closure site for three minutes with hemostasis being achieved. The patient was taken to post-operative recovery. It was reported that later, the patient had ruptured plaque distal to the manta device and required surgical repair. It was reported the physician stated that the plaque rupture was mostly likely not caused by or associated with manta. The patient's condition was reported as "fine."

Manufacturer narrative:
As reported, difficulty was experienced while removing the valve system; a split was visible in the procedural sheath, and bleeding was present around the sheath. The IFU states "the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation." The manta was deployed and balloon inflation was required to achieve hemostasis. It is suspected when initially removing the valve system and exchanging sheaths, the split seen in the sheath likely caused a dissection or created tearing at the puncture site that caused the extended hemostasis. The IFU states, "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." The root cause of the extended hemostasis is inconclusive due to angiographic images not provided for investigation and no further information received. However, it is most likely associated with user error as the procedural sheathes were split and there was bleeding around the procedure sheath observed. Risk documentation was reviewed and incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record (DHR) documentation review showed no indication that the handle devices did not meet specifications. Based on the information reviewed, there has been no product quality issues with respect to manufacturing, design, or labeling during post-operative recovery, the patient had experienced a ruptured plaque distal to the manta site requiring surgical intervention. The manta device was not explanted. The root cause of the plaque rupture is inconclusive, however the physician reported that this was not manta related, and procedural difficulties had been noted prior to manta use, which may be associated with this event. No occurrence rate will be calculated nor compared to risk documentation due to the root cause being determined to not be related to the manta device.